Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The electrode belt was returned and evaluated at the at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was in a skilled nursing facility at the time of passing. Ems was called and was unable to revive the patient. It was reported that ems removed the battery from the monitor. A clinical review of the download data indicates the patient received eight lifevest defibrillations in response to motion artifact and oversensing of low amplitude cardiac signal. The patient also received one non-lifevest defibrillation. The device detected 5 arrhythmias between 17:10:48 to 18:43:55 while the patient was in an idioventricular rhythm from 80 bpm to 90 bpm with motion artifact. The device detected another arrhythmia at 18:58:03 while the patient was in an idioventricular rhythm at 70 bpm with motion artifact. The device then detected 11 arrhythmias between 19:31:59 on 3/5/2019 to 00:28:40 on (B)(6) 2019 with gel being released at 19:34:37, while the patient was in idioventricular rhythm from 70 bpm with motion artifact degrading to vt at 130 bpm, which is below the patient's prescribed treatment threshold. The device then detected asystole between 01:13:06 to 01:43:16 while the patient was in an idioventricular rhythm at 40 bpm slowing to an idioventricular rhythm at 10 bpm degrading to asystole. The patient was in asystole at the time of the first lifevest treatment shock at 02:33:19. The patient's post shock rhythm was asystole. The patient was in asystole with motion artifact at the time of the second lifevest treatment shock at 02:36:24. The patient's post shock rhythm was asystole with motion artifact. The patient was in asystole at the time of the third lifevest treatment shock at 02:41:31. The patient's post shock rhythm was asystole. The patient was in asystole with CPR artifact at the time of the fourth and fifth lifevest treatment shocks at 02:44:07 and 02:44:35. The patient's post shock rhythm for both shocks was asystole with CPR artifact. At 02:44:49 the patient received a non-lifevest defibrillation. The patient rhythm at the time of the non-lifevest defibrillation was obscured by CPR artifact and the patient's post shock rhythm was an idioventricular rhythm at 60 bpm. The patient was in an idioventricular rhythm at 60 bpm at the time of the sixth lifevest treatment shock at 02:45:00. The patient's post shock rhythm was asystole with CPR artifact. The patient was in asystole with CPR artifact at the time of the seventh and eighth lifevest treatment shocks at 02:45:30 and 02:45:59. The patient's post shock rhythm for both shocks was asystole with CPR artifact. The device detected an arrhythmia at 02:47:09 while the patient's rhythm was asystole with CPR artifact. The response buttons were pressed during this detection. It is unclear who pressed the response buttons. The device then detected 2 more arrhythmias at 02:50:23 and 02:51:18, while the patient was in asystole with motion artifact. The first detection had response button usage. It is unclear who was pressing the response buttons. The electrode belt was disconnected at 02:51:39 on (B)(6) 2019. The device properly detected vt, however the rate of 130 bpm is not above the physician prescribed treatment threshold of 150 bpm for the lifevest to complete the treatment sequence. The patient's equipment was returned and was found to be fully functional, there is no indication of any device malfunction causing or contributing to the patient's death.